Event description:
Pt participated in a multi-center study of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All pts received posterior fixation with either universal spinal system (uss) or click'x systems. Pt was implanted with uss for supplemental fixation. Pt had been experiencing pain for 10 months. Surgery date was (B)(6) 2001 and postoperatively pt experienced dural tear, requiring no treatment. This report is on the left screw. This is 8 of 14 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding device was used for treatment, not diagnosis. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.